Event description:
Patient reported "they have been recalled I have had an ultra sound and they have both found to be ruptured and leaking into my lymph nodes." And "two lymph nodes on the right side measuring 12, 10 appear hyperechoic raising the possibility of silicon lymphadenopathy." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture, leaking into lymph nodes, "two lymph nodes on the right side measuring 12, 10 appear hyperechoic raising the possibility of silicon lymphadenopathy."